Event description:
It was reported that the ventricular output (pacing) of the external pulse generator (epg) was not working. It was also reported the screen was distorted. The device was returned for repair. There was no indication of any patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of electrical specification (shorted diode on ventricle side) and keyboard discolored. Upper and lower cases, ring cover, and two side bail covers are broken. Battery contacts are compressed. Battery drawer is broken. The ring is bent.